Event description:
Ref imp report # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 std: ref. (B)(4) / lot 131159 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) stems belonging to this lot have already sold w/o any other similar incident. From the data collected, there are no evidence that the event is device related.